Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted during a gastroscopy and stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a malignant stricture 2cm near the crico-pharyngeal junction. Reportedly, the patient¿s anatomy was tight. On (B)(6) 2014, the patient reported pain and difficulty swallowing. On (B)(6) 2014, the physician rescoped the patient and the stent was removed. In the physician¿s assessment, the stent could have been causing pain during swallowing due to the stent placement at the crico-pharyngeal junction. According to the physician, there was no alleged malfunction with the device. There were no patient complications as a result of this event. The patient condition following the stent removal procedure was reported to be stable and with no pain.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The dfu states as contraindications: ''placement of the stent¿s proximal end within 2 cm of the cricopharyngeal muscle'' and ''the ultraflex esophageal ng stent system is not intended to be moved or removed once it is deployed.¿ however, the stent was placed near the crico-pharyngeal junction and was removed 5 days initial stent placement. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.